Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of essure device'), pelvic pain ('pelvic pain/ pain/ chronic pain in my left side') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. A02558) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sexual intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), anxiety ("psych injury/ psychological or psychiatric problems: anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("allergic or hypersensitivity reaction ¿ itchy skin"), arthralgia ("joint pain"), toothache ("dental problems/ tooth pain"), fatigue ("fatigue"), food allergy ("gastrointestinal or digestive system condition ¿ food sensitivity"), alopecia ("hair loss"), mood swings ("hormonal changes ¿ severe mood swings"), migraine ("migraines/headaches"), nausea ("nausea") and depression ("depression"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), abdominal pain upper ("stomach pain"), bone pain ("throughout bone pain"), vomiting ("vomiting"), head discomfort ("pressure in my head") and anger ("anger") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy. And she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, hypersensitivity, allergy to metals, anxiety, urinary tract disorder, vaginal haemorrhage, pruritus, arthralgia, fatigue, food allergy, alopecia, migraine, depression, weight increased, abdominal pain upper and bone pain outcome was unknown and the pelvic pain, dyspareunia, bladder disorder, toothache, mood swings, nausea, vomiting, head discomfort and anger had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anger, anxiety, arthralgia, bladder disorder, bone pain, depression, dysmenorrhoea, dyspareunia, fatigue, food allergy, genital haemorrhage, head discomfort, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, toothache, urinary tract disorder, uterine perforation, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: she received treatment dysmenorrhea (cramping),pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, nickel allergy, psych injury, bladder/urinary problems. Normal appearance of left tube, left ovary with a small 2 to 3 cm cyst on the ovary that appeared simple in nature. Current weight: 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.; on (B)(6) 2012: bilateral tubal occlusion. Noted during procedure. Imaging procedure - on (B)(6) 2012: bilateral occlusion.. Lot number: a02558 manufacture date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of essure device') and pelvic pain ('pelvic pain/ pain/ chronic pain in my left side') in an adult female patient who had essure (batch no. A02558) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery in (B)(6) 2012, obesity, multigravida and parity 2. Concomitant products included cetirizine hydrochloride (zyrtec), fluoxetine and montelukast sodium (singulair). In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sexual intercourse"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), anxiety ("psych injury/ psychological or psychiatric problems: anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("allergic or hypersensitivity reaction ¿ itchy skin"), arthralgia ("joint pain"), toothache ("dental problems/ tooth pain"), fatigue ("fatigue"), food allergy ("gastrointestinal or digestive system condition ¿ food sensitivity"), alopecia ("hair loss"), mood swings ("hormonal changes ¿ severe mood swings"), migraine ("migraines/headaches"), nausea ("nausea") and depression ("depression"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), abdominal pain upper ("stomach pain"), bone pain ("throughout bone pain"), vomiting ("vomiting"), head discomfort ("pressure in my head"), anger ("anger") and abscess ("abscess") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy and she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B) (6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, hypersensitivity, allergy to metals, anxiety, urinary tract disorder, vaginal haemorrhage, pruritus, arthralgia, fatigue, food allergy, alopecia, migraine, depression, weight increased, abdominal pain upper, bone pain and abscess outcome was unknown and the pelvic pain, dyspareunia, bladder disorder, toothache, mood swings, nausea, vomiting, head discomfort and anger had resolved. The reporter considered abdominal pain, abdominal pain upper, abscess, allergy to metals, alopecia, anger, anxiety, arthralgia, bladder disorder, bone pain, depression, dysmenorrhoea, dyspareunia, fatigue, food allergy, genital haemorrhage, head discomfort, heavy menstrual bleeding, hypersensitivity, migraine, mood swings, nausea, pelvic pain, pruritus, toothache, urinary tract disorder, uterine perforation, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: she received treatment dysmenorrhea (cramping),pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, nickel allergy, psych injury, bladder/urinary problems. Normal appearance of left tube, left ovary with a small 2 to 3 cm cyst on the ovary that appeared simple in nature. Current weight: 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.; on (B)(6) 2012: bilateral tubal occlusion noted during procedure.. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Lot number: a02558 manufacture date: 2012-04 expiration date: 2015-04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-jun-2021: medical record received. Medical history and historical drug were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of essure device') and pelvic pain ('pelvic pain/ pain/ chronic pain in my left side') in an adult female patient who had essure (batch no. A02558) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included cetirizine hydrochloride (zyrtec), fluoxetine and montelukast sodium (singulair). In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sexual intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), anxiety ("psych injury/ psychological or psychiatric problems: anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("allergic or hypersensitivity reaction ¿ itchy skin"), arthralgia ("joint pain"), toothache ("dental problems/ tooth pain"), fatigue ("fatigue"), food allergy ("gastrointestinal or digestive system condition ¿ food sensitivity"), alopecia ("hair loss"), mood swings ("hormonal changes ¿ severe mood swings"), migraine ("migraines/headaches"), nausea ("nausea") and depression ("depression"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), abdominal pain upper ("stomach pain"), bone pain ("throughout bone pain"), vomiting ("vomiting"), head discomfort ("pressure in my head"), anger ("anger") and abscess ("abscess") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy. And she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, hypersensitivity, allergy to metals, anxiety, urinary tract disorder, vaginal haemorrhage, pruritus, arthralgia, fatigue, food allergy, alopecia, migraine, depression, weight increased, abdominal pain upper, bone pain and abscess outcome was unknown and the pelvic pain, dyspareunia, bladder disorder, toothache, mood swings, nausea, vomiting, head discomfort and anger had resolved. The reporter considered abdominal pain, abdominal pain upper, abscess, allergy to metals, alopecia, anger, anxiety, arthralgia, bladder disorder, bone pain, depression, dysmenorrhoea, dyspareunia, fatigue, food allergy, genital haemorrhage, head discomfort, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, toothache, urinary tract disorder, uterine perforation, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: she received treatment dysmenorrhea (cramping),pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, nickel allergy, psych injury, bladder/urinary problems. Normal appearance of left tube, left ovary with a small 2 to 3 cm cyst on the ovary that appeared simple in nature. Current weight: 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.; on (B)(6) 2012: bilateral tubal occlusion noted during procedure.. Imaging procedure - on (B)(6) 2012: bilateral occlusion.. Lot number: a02558 manufacture date: 2012-04 expiration date: 2015-04 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event: abscess added. Seriousness criteria for genital hemorrhage updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of essure device') and pelvic pain ('pelvic pain/ pain/ chronic pain in my left side') in an adult female patient who had essure (batch no. A02558) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included cetirizine hydrochloride (zyrtec), fluoxetine and montelukast sodium (singulair). In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sexual intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), anxiety ("psych injury/ psychological or psychiatric problems: anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("allergic or hypersensitivity reaction ¿ itchy skin"), arthralgia ("joint pain"), toothache ("dental problems/ tooth pain"), fatigue ("fatigue"), food allergy ("gastrointestinal or digestive system condition ¿ food sensitivity"), alopecia ("hair loss"), mood swings ("hormonal changes ¿ severe mood swings"), migraine ("migraines/headaches"), nausea ("nausea") and depression ("depression"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), abdominal pain upper ("stomach pain"), bone pain ("throughout bone pain"), vomiting ("vomiting"), head discomfort ("pressure in my head"), anger ("anger") and abscess ("abscess") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy. And she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, hypersensitivity, allergy to metals, anxiety, urinary tract disorder, vaginal haemorrhage, pruritus, arthralgia, fatigue, food allergy, alopecia, migraine, depression, weight increased, abdominal pain upper, bone pain and abscess outcome was unknown and the pelvic pain, dyspareunia, bladder disorder, toothache, mood swings, nausea, vomiting, head discomfort and anger had resolved. The reporter considered abdominal pain, abdominal pain upper, abscess, allergy to metals, alopecia, anger, anxiety, arthralgia, bladder disorder, bone pain, depression, dysmenorrhoea, dyspareunia, fatigue, food allergy, genital haemorrhage, head discomfort, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, toothache, urinary tract disorder, uterine perforation, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: she received treatment dysmenorrhea (cramping),pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, nickel allergy, psych injury, bladder/urinary problems. Normal appearance of left tube, left ovary with a small 2 to 3 cm cyst on the ovary that appeared simple in nature. Current weight: 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.; on (B)(6) 2012: bilateral tubal occlusion noted during procedure.. Imaging procedure - on (B)(6) 2012: bilateral occlusion.. Lot number: a02558 manufacture date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, hypersensitivity, allergy to metals, psychological trauma, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: she received treatment dysmenorrhea (cramping),pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, nickel allergy, psych injury, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: reporter and patient demographics, laboratory data were added. On (B)(6) 2012, she implanted essure (previously reported as (B)(6)2012). On (B)(6) 2015, she explanted essure. Injury event was replaced with dysmenorrhea (cramping),pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, nickel allergy, psych injury, bladder/urinary problems. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of essure device'), pelvic pain ('pelvic pain/ pain/ chronic pain in my left side') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. A02558) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sexual intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), anxiety ("psych injury/ psychological or psychiatric problems: anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("allergic or hypersensitivity reaction ¿ itchy skin"), arthralgia ("joint pain"), toothache ("dental problems/ tooth pain"), fatigue ("fatigue"), food allergy ("gastrointestinal or digestive system condition ¿ food sensitivity"), alopecia ("hair loss"), mood swings ("hormonal changes ¿ severe mood swings"), migraine ("migraines/headaches"), nausea ("nausea") and depression ("depression"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), abdominal pain upper ("stomach pain"), bone pain ("throughout bone pain"), vomiting ("vomiting"), head discomfort ("pressure in my head") and anger ("anger") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy. And she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, hypersensitivity, allergy to metals, anxiety, urinary tract disorder, vaginal haemorrhage, pruritus, arthralgia, fatigue, food allergy, alopecia, migraine, depression, weight increased, abdominal pain upper and bone pain outcome was unknown and the pelvic pain, dyspareunia, bladder disorder, toothache, mood swings, nausea, vomiting, head discomfort and anger had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anger, anxiety, arthralgia, bladder disorder, bone pain, depression, dysmenorrhoea, dyspareunia, fatigue, food allergy, genital haemorrhage, head discomfort, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, toothache, urinary tract disorder, uterine perforation, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: she received treatment dysmenorrhea (cramping),pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, nickel allergy, psych injury, bladder/urinary problems. Normal appearance of left tube, left ovary with a small 2 to 3 cm cyst on the ovary that appeared simple in nature. Current weight: 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.; on (B)(6) 2012: bilateral tubal occlusion noted during procedure. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-oct-2019: reporters, patient demographics, medical history laboratory data were added. Added essure lot number. Added events abnormal bleeding (vaginal), allergic or hypersensitivity reaction ¿ itchy skin, joint pain, dental problems/ tooth pain, fatigue, gastrointestinal or digestive system condition ¿ food sensitivity, hair loss, hormonal changes ¿ severe mood swings, migraines/headaches, nausea, perforation (uterus)/ migration of essure device, depression, weight gain, abnormal bleeding (general), stomach pain, throughout bone pain, vomiting, pressure in my head, anger. Updated event psych injury/ psychological or psychiatric problems: anxiety (previously reported as psych injury). Updated events and outcome of events. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.